Manufacturer narrative:
The device was evaluated at omsi. Omsi checked the device and duplicated the reported phenomenon. In addition, the xenon lamp broke down. This device was the olympus asset intended for use inside olympus and was not used for patients. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and found that the emergency lamp error occurred. This device is an olympus asset and there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-16865 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction, because the device is an olympus asset intended for use within olympus and is not used for patients. If additional information becomes available, this report will be supplemented.